Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced unexplained high blood glucose level. Customer¿s current blood glucose level was 500 mg/dl. Customer reported difficulty in breathing, nausea, vomiting and abdominal pain. Customer was not using auto mode feature at the time of incidence. Customer was treated with insulin pump to correct the high blood glucose. Customer did the self and displacement test successfully. The insulin pump will not be returned for analysis.